Event description:
A baxter sales rep reports that the pump is dripping slow, and has programming problems. Information regarding whether or not the device was in use on a patient when the problem was found was not provided. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, age or patient, medication involved or the set up of the infusion device.